Event description:
It was initially reported in clinic notes that the patient's seizures were more prolonged, unk if above or below baseline. Patient had a recent generator replacement. A battery life calculation for the generator indicated that it was at end of service. It is unk if the change in seizure pattern was related to the generator being at end of service. The generator has not been returned to the MFR to date. Good faith attempts to gain add'l info has been unsuccessful to date.